Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that the ECG numerical heart rate (hr) readout does not always match the waveform. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the ECG numerical heart rate (hr) readout does not always match the waveform. Reportedly this issue has only happened once, on a single case, and the patient was treated with medication based on the digital hr readout and not the actual waveform or patient assessment. The device was in use on a patient. There was no report of patient or user harm.